Event description:
During use of harmonic scalpel during a laparoscopic inguinal hernia repair, the teflon inlay on the "jaw" fell off of the device (broke away) falling into the abdomen, and the instrument became adhered to tissue. The surgeon retrieved the broken off teflon piece from the abdomen. After several minutes, the surgeon was able to free the scalpel from the tissue it was adhered to. All pieces were removed from the field & sequestered. A new harmonic scalpel was used.